Event description:
It was reported that (2) devices were used during an upper gi. It was reported by the affiliate that during the 2nd firing of the tl60 instrument, the tissue retaining pin did not enter the anvil properly. This caused a default formation of the staple line. Another instrument was used to complete the case.